Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg pocket opened and fluid coming out. As a result, surgical intervention was undertaken wherein the system was explanted. Infection was not confirmed. The patient was given IV antibiotics to address the issue.